Event description:
Ous MDR - the device started to report vf events via home monitoring service center, as well as an abnormal shock impedance values. In many of those events, the ICD charged capacitors, but cancelled the therapy delivery. The device was explanted, along with the df lead. At the moment of explantation, there was blood infiltrated in the lead, in the area between the sleeve and the lead's trifurcation.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The inspection demonstrated a damaged insulation at approx. 36.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables were damaged. A short circuit occurred in this area. These findings can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The ICD was analyzed and proved to be fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Especially, the sensing functions proved to be flawless. In summary, there were no signs of a material or manufacturing problem for either the ICD or the lead.